Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized for a low blood glucose of 20 mg/dl. The customer was non-responsive when emergency medical services arrived to the scene. The customer was given glucose tablets and taken to the emergency room. The customer was using the insulin pump system within 48 hours of the reported hypoglycemia event. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller stated that the patient did not receive proper sensor readings during the incident due to a lost transmitter. Troubleshooting was not completed and the outcome was inconclusive. The insulin pump will not be returned for analysis.